Event description:
The user facility reported that when the physician inserts the sheath into the vessel it kinks. Follow-up communication from the user facility reported: (1) there was no patient impact; and (2) the customer reported multiple cases used multiple sheaths; however, no information was available regarding number of cases, occurrence date, product code, or lot numbers.

Manufacturer narrative:
The involved device was not returned for evaluation which limits the failure investigation to the information provided by the user facility and evaluation of the retain sample of the involved lot number and product code combination as well as surrounding lots. Visual inspection of a retained samples confirmed that there were no anomalies or defects. A review of the device history record indicated that there were no production related problems from this lot number. A review of the complaint files confirmed that this lot has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information provided by the user facility it is likely that the sheath may have come into contact with scar tissue or calcification, causing it to kink. Another potential cause could be that the skin incision created at the puncture site may have been too small, causing the sheath to kink upon insertion. All currently available information has been placed on file by quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4). Sample is not available.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
This report is being submitted as follow-up # 1 for mfg. Report # 1118880-2014-00026 to include confirmed information provided by the user facility that was left blank in the initial report.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 1118880-2014-00026 to include confirmed information provided by the user facility.

Manufacturer narrative:
The involved device was returned and evaluated by qa at the manufacturing facility. Both the sheath and dilator were returned for evaluation. There was a significant bend in the distal tip. There was another bend, less pronounced, at approximately 44mm from the distal tip. A magnified inspection of the bend at 24mm showed that there was a buckle in the material. An evaluation of the sheath revealed damage at the distal tip. The tip was pushed back and slightly wrinkled. There was also a kink in the sheath at approximately 20mm from the distal tip. This kink lined up perfectly with 44mm bend in the dilator. A review of the device history record indicated that there were no production related problems from this lot number. A review of the complaint files confirmed that this lot has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information provided by the user facility it is likely that the sheath may have come into contact with scar tissue or calcification, causing it to kink. Another potential cause could be that the skin incision created at the puncture site may have been too small, causing the sheath to kink upon insertion. All currently available information has been placed on file by quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up.

Event description:
This report is being submitted as follow-up # 2 for mfg. Report # 1118880-2014-00026 to provide the results of the evaluation of the returned sample.